Event description:
During the treatment of a patient in a traumatic cardiac arrest, the cardiac monitor showed pea. Approximately halfway through the treatment time of the patient the philips heartstart mrx cardiac monitor only showed "---" for a cardiac rhythm. The ambulance crew changed electrodes that did not change the reading of the monitor screen. The crew then changed the monitor to read pads. They were able to see the rhythm at the time. The rhythm remained in pea. The ambulance crew states that this happened during approximately a minute of time. They feel that this did affect patient care or the outcome of this patient.